Manufacturer narrative:
The product investigation was completed on 20-oct-2022. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve would not stop leaking. The sheath was replaced and the issue resolved. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was not returned to the lab. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
The evaluation for the picture was completed on (B)(6) 2022. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component, also, the blood was observed inside the hub. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the bwi analysis for the picture provided. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s hemostatic valve leak issue reported/the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve would not stop leaking. The sheath was replaced and the issue resolved. Additional information was received. To be more specific on what section broke/separated it was the hemostatic valve. The hemostasis valve (gasket) was not dislodged inside or outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No patient consequences. The approximate volume of blood that was lost was unknown. Did not require treatment. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).